Manufacturer narrative:
A spacelabs technical support representative performed troubleshooting with the caller to determine if the xhibit central station was properly connected to the network. Following the confirmation that all network cables were properly connected, technical support advised the customer to reach out to their internal it team to check the network infrastructure. Several follow up attempts were made to get additional details regarding the failure and confirmation that the issue was resolved, however at this time the customer has not responded. Should additional information become available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that while monitoring patients the xhibit central station lost network connectivity preventing the continued monitoring of patients. There was no patient or user harm associated with this event.